Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy. No programming changes were made. A memory download was performed and sent to boston scientific technical services (ts) for assistance. A ts consultant reviewed the data and discussed that there were two recorded episodes; one treated and one untreated. The untreated episode could be reviewed but the treated episode could not be viewed as it was not viewed during the interrogation with the s-ICD. The data indicated that the sensing vector had been changed to secondary from primary and that smartpass was automatically disabled due to low amplitude signals; however, there were some non-cardiac signals observed in the recorded smartpass episode. The untreated episode showed small amplitude signals as well as additional large abrupt noncardiac signals. Additional troubleshooting was discussed. No adverse patient effects were reported.

Manufacturer narrative:
The s-ICD and electrode remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient received another inappropriate shock. The patient was seen again and several different muscle contraction tests were performed; however, the noise could not be reproduced. An x-ray was performed and confirmed that there was no electrode dislodgement. The s-ICD was reprogrammed to a different sensing vector. No other episodes have been recorded since the device vector was changed. No adverse patient effects were reported.